Manufacturer narrative:
(B)(4). Actual device was returned for evaluation. Visual and functional inspections were performed. No visual damages were found and the device worked as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent ventral hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the white placement tip was pulled loose from the device. The tip did not completely dislodge. The procedure was completed with a like device. There were no adverse patient consequences reported.